Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen turned off and customer could not access menu. Insulin pump turned on but keypad was unresponsive. Customer stated that back arrow button, middle button and sensor graph button were not responding. Customer replace battery with new one and buttons were unresponsive. Insulin pump was exposed to water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.